Event description:
Device malfunction: none reported adverse event: dissection time of event: during procedure during a procedure of the left internal carotid, the accunet was unable to advance beyond the occlusion due to extreme vessel tortuosity and a 90% stenosis. The steelcore guidewire was inserted parallel as a buddy wire in an attempt to pass the accunet through the lesion. The steelcore wire passed the lesion but caused a dissection distal to the target lesion. A non-abbott balloon expandable stent was used to seal the dissection. The pt had no symptoms, did well post-operatively, and was discharged home the next day. No additional info is available.

Manufacturer narrative:
During processing of this complaint, qa attempted to obtain complete event info, including pt info and pt status, from the hosp, field contact or distributor.